Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to it was broken. It was also observed after an ultrasound examination that the pump, the cylinders and the reservoir were empty. The ipp was explanted and replaced with a tactra. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to it was broken. It was also observed after an ultrasound examination that the pump, the cylinders and the reservoir were empty. The ipp is currently implanted. There were no patient complications reported.